Manufacturer narrative:
(B)(4). Batch # r59c0h. Investigation summary: the analysis found that one psee60a device (a) was returned with no apparent damage and with six reloads present. The reload (c) was received partially fired 2/3, with the cartridge deck damaged. The reload (d) was received fully fired. The reload (e) was received unfired. The reloads (f, g and h) were received sterile. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Also, you have reported 5 reload devices. Did the same issue occur with all 5 cartridge reloads? If no, please explain. Do you know which reloads are associated with which stapler?

Event description:
It was reported that after firing, jaw was not opened. So it was opened by force. After that, the new body(psee60a) with gst60d was fired, but it was also not opened. So it was also opened by manual override.